Event description:
Additional information reported that the patient felt an ¿undesirable change in stimulation.¿

Manufacturer narrative:
Lead model 3777-75 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3777-75 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; adaptor accessory model 3550-39 lot #n260042 implanted: (B)(4) 2010 explanted: na; recharger model 37754 serial #(B)(4); programmer model 37744 serial #(B)(4). This device was being used in a clinical trial noted as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a single episode of shocking. No actions were taken as a result of this event. The patient outcome was reported as recovered without sequelae.